Manufacturer narrative:
Concomitant products: dtba2qq device, implanted: (B)(6) 2017.

Event description:
It was reported that the day after the cardiac resynchronization therapy defibrillator (crt-d) was implanted and connected to the chronic left ventricular (lv) lead, the lv lead exhibited high pacing impedance and a high pacing threshold. It was suspected there may have been an issue with the device setscrew and the lv lead may not have been fully inserted into the header of the crt-d, or it may have been a lv lead fracture. It was noted a revision procedure was scheduled to check the setscrew but the procedure was delayed due to operating room availability. The lv lead was inactivated and a revision procedure will take place to check the lead and setscrew of the device. No patient complications have been reported as a result of this event.